Event description:
It was reported the patient was seen due to a ptm code of 8476 (motor stall) showing up earlier the day of the report. The pump logs were read which showed a motor stall a 6:55 and no recovery noted. The patient was not aware of any exposure to magnets or other emi that might have caused a stall. There were no patient symptoms reported. The pump was explanted the day of the report. It was noted at connector site opaque residue was noted. The catheter was aspirated until clear csf was returned. There was no patient injury and the patient recovered without sequelae. It was further reported the patient was doing well and receiving appropriate therapy. The pump was used to deliver bupivacaine and dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed corrosion, wear, and lubrication of the motor gear train. The motor stall was due to the shaft-bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.